Event description:
It was reported that the dilator disengaged from the sheath during insertion attempts. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The dilator initially engaged with the sheath with an audible "clicking" sound, but the dilator disengaged from the sheath easily during attempts to insert into the groin. The sheath/dilator was replaced, but the same issue occurred with the replacements. It appeared as if the braiding in the sheathes to lock the dilator in was too thin, making it easily detachable, especially with the force required for groin insertion. A third sheath/dilator was selected and was able to be used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis. The faradrive steerable sheath clear and the associated dilator were returned to boston scientific for analysis, and it was found that the dilator was deformed and damaged at the distal tip and the sheath had minor damage at its distal tip as well.

Manufacturer narrative:
The faradrive steerable sheath clear and the associated dilator were returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, functional testing, device-to-device interaction testing with a re-test, and microscope inspection. The sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Removal of the dilator revealed the distal tip of the dilator to be deformed and curved towards one direction. A functional evaluation of the sheath found the device to be able to deflect as intended. To replicate the difficulty regarding the dilator and sheath interface, the returned dilator and a sample dilator were used to assess the compatibility between the sheath and dilators. First, the returned dilator was inserted and was unable to be fully inserted into the sheath, with the dilator disengaging and pushed out from the proximal end of the sheath. Second, the sample dilator was inserted and exhibited significant resistance at the same location as the initial insertion but was able to be inserted enough to engage onto the proximal lock mechanism. Inspection of the dilator confirmed the deformity of the tip and the damage at the distal tip. The sheath was inspected and reviewed for potential occlusions within the shaft, and did not find anything other than the pinch-like damage at the distal tip of the shaft. Residual dried blood was noticed inside the sheath. Due to the residual dried blood found inside the shaft, the sheath was flushed with deionized water. Another attempt to insert the returned dilator was made which resulted in a full insertion of the dilator without exhibiting the previous resistance from the initial insertion test. The reported clinical observation of a sheath/dilator interface problem were not confirmed by the analysis results.